Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager (srm) fridge door did not open when attempting to load or pull items. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) fridge door did not open when attempting to load or pull items. The field service engineer (fse) found issue was caused by a phantom failure in the srm. Fse recovered the storage space and performed a hardware test using the testing application. The pharmacy staff also verified that the door was functioning correctly after the repair. The system functioned as intended after the field service engineer repaired the device.